Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was caller reported that for the past 2- 3 days, they have noticed that the implant battery is not depleting as much as it normally does even when stim is turned on. Caller stated that they will wake up in the morning and the implant is at 90% when usually, the implant depletes by 50% - 60% during the night and will sometimes be down to 30% in the morning. Caller stated they can't feel any stimulation or tingling or "nudges". Patient confirmed they have not had any falls or trauma. Patient also confirmed they have not had any recent reprogramming's and they have not decreased the stimulation. Agent reviewed implant battery depletion is based on settings and usage of the therapy. Pt stated they have not seen their healthcare provider (hcp) in awhile. Agent provided national answering service (nas) number for healthcare provider office to call and redirected to hcp to check the implant and address not feeling stimulation and implant battery not depleting.

Event description:
Additional information was received from the patient. Patient reported they fixed it by resetting the 'computer' settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the settings were changed and the changes made a difference. They did not clarify if the issue was resolved.